Manufacturer narrative:
D4: UDI: The expiration date is currently not available. Therefore, the full UDI is currently not available.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Reference Number:(b)(4).

Event description:
It was reported that a patient underwent an Atrial Fibrillation (AFib) ablation procedure with a VARIPULSE¿ Bi-Directional Catheter. They were using VARIPULSE¿ catheter and after entering the left atrium (LA), the physician was trying to manipulate the catheter, and he heard the break sound on the knob and the mechanism for the catheter stopped working. They had to change it for a new catheter and then everything worked fine. While the mechanism failed, he felt as if the catheter moved without control and ¿patient might got a pop¿. He checked for effusion on ice and felt there might be an effusion; however, blood pressure looked normal and patient condition was stable, so he decided to proceed with the case. He also checked everything after the procedure, and things looked normal. Therefore, at the end of the procedure, he did not mention clearly if there was an effusion or not.Additional information indicated that the physician just mentioned that with the tactile feedback, he felt like a pop but at the end of the procedure he was not sure if it was really a pop or not.